Manufacturer narrative:
Concomitant medical products: product ID 7425, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID 3586, serial# (B)(4), implanted: (B)(6) 1990, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that stimulation shut off. The consumer was reprogrammed on (B)(6) 2015 and there were no issues with stimulation. Impedance values on contact three were high, but not out-of-range. The consumer noticed a sudden change/loss in stimulation in the legs on the (B)(6) 2015. The consumer met with the rep on (B)(6) 2015 and impedance showed a couple of pairs with results of ¿???¿. The therapy impedance measured 2294 ohms with ¿c+ 3-¿ at 1.9 volts and the consumer was feeling stimulation. The impedance values at the default 1.5 volts and 210 microseconds were provided and some pairs with electrode three showed ¿???¿. The rep increased amplitude to 1.9 volts and all combinations with electrode three were 2134 ohms. It was noted that there were no falls that caused the change. The rep programmed ¿2+ 3-¿ and the consumer felt stimulation in the leg but settings were 7.4 volts and 450 microseconds and coverage was not as good as it was with ¿c+ 2-¿. The rep stated that the consumer was feeling stimulation with ¿c+ 2-¿ and they were going to use that programming option. On (B)(6) 2015 the consumer called the rep reporting stimulation at the implantable pulse generator site which was intermittent. The consumer was using the ¿c+ 2-¿programming and was still receiving good stimulation to chronic pain areas. No further intervention was planned at this time and the information was shared with the doctor¿s office. The consumer was to monitor for the amber light on the back of the programmer for the elective replacement indicator. The issue occurred during use. The consumer was alive with no injury. Additional information received from the manufacturer representative reported that the patient was only feeling stimulation at the implant site. The patient turned up the strength with no change. The patient saw an amber light next to the stimulator icon on the back of the programmer indicating an elective replacement indicator. The representative was going to assist in coordinating a battery replacement. Additional information was received on 2015-12-18 from a company representative (rep) stating that a replacement had been scheduled for (B)(6) 2015. Additional information received from the manufacturer representative reported that the patient was having stimulation in the pocket site daily. The patient started feeling pocket stimulation on (B)(6) 2015 and it was not prompted by anything specifically. The patient was only feeling stimulation in the pocket and the amber light was seen on the programmer indicating low implant battery. When the implant was checked it was noted that the battery was okay and longevity showed 75 months. Impedances were run and nothing indicated shorts explicitly, ranges from 357 to 1679 ohms were seen at default settings. It was noted that c2, c3, 03 and 13 showed 1679 ohms. Further information from the representative reported that during the implant replacement the implant was removed and the extension snapped. Due to this it was stated that the lead and extension would need to be replaced. Additional information received from the patient reported that the new implant and leads were implanted on (B)(6) 1026. The patient was still in the hospital and saw a ¿doctor screen¿ on the programmer, but did not recall the code. The patient could not recreate the screen and was able to connect with the implant and turn stimulation down.